Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 183 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contact their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because the customer¿s blood glucose usually around 300 mg/dl. Customer states the drive support cap appears normal or slightly indented. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. The device will not be returned for analysis.